Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. It was reported that the imaging system was able to complete 5 image acquisitions without issue. It was noted that the representative was informed by a radiologic technologist (rt) that their finger may have slipped off during the 3d image acquisition and that the door of the gantry was suspected to be open during the 2d image acquisitions. No parts were replaced, therefore no parts were returned for analysis. The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: location of aro: (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system became unresponsive when the site was performing a 2d image acquisition. Restarting the imaging system temporarily restored functionality as the imaging system became unresponsive when attempting a 3d image acquisition.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence. This event is being reported under part 803. Supplemental aro information is as follows: (B)(6). Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
Patient information updated to proper values. It was reported that there was a 5 minute delay to the procedure due to this issue. Additionally medtronic received information that after further investigation the reported issue was an error caused by the radiologic technologist (rt). The rt's finger slipped off of the button while taking the 2d shots and then when the noticed the connection bar to the stealth was flashing red they took their finger off the button mid spin. A medtronic representative went to the site and was unable to recreate the reported issue and the system was fully functional during subsequent surgeries that day. The issue was discussed with the rt regarding proper function of the imaging system.

Manufacturer narrative:
The logs for the imaging system were reviewed by medtronic personnel. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.